Event description:
Patient presented for bone marrow biopsy. Was able to perform aspiration successfully. Upon inserting core catcher into core biopsy needle, this np [nurse practitioner] was able to successfully click the catcher into place. Able to twist catcher clockwise and counterclockwise to loosen sample. However, upon removing catcher from core biopsy needle, met lots of resistance. Upon pulling the catcher out completely, noticed the bottom of the catcher which contained sample was twisted and bent. Able to successfully transfer core sample from catcher into specimen container with measuring tool, however had to apply lots of pressure to do so given the instrument was twisted and bent.